Manufacturer narrative:
(B)(4) date sent 11/11/2025 d4 batch #456d79 b3: only event year known: 2025. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device was returned with no apparent damage with the battery kickoff spring from the wire harness assembly area, missing. However, this condition does not cause a functional defect. Also, the shroud area was examined under magnification, and marks were noted indicating that the battery kickoff spring was attached. However, no conclusion could be reached on the cause of the detached spring. When the battery was installed, the green checkmark was not illuminated, indicating that the device was not fired. In addition, the device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on the cause of the reported event as the device was received out of its package. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 456d79, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? The device was not used in the patient. They opened a new device and proceeded as planned.

Event description:
It was reported that during an unknown procedure the team pulled a pwrd 29mm curved circular, 18cm shaft out of its packaging. The spring in the back of the device/battery slot fell out. They opened a new device to proceed with the operation.